Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2n3f3, implanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that caller states a fractured lead was discovered on a pelvic x-ray from (B)(6) 2023. Caller noted pt was unaware of the issue prior to this. Caller is not 100% sure if the lead is fractured or in multiple pieces but noted there looked to be a "tiny piece of the (lead) tip". Tss asked if this is the current lead placed in 2023 or a lead from the previous system - caller states it is the current lead that is fractured. Caller also noted pt had trouble getting the ins into MRI mode but believes this was b/c pt didn't know how to and/or the "remote did not reflect what was in the IFU". Caller noted it was a different remote according to the MRI tech that was working with pt at the time. Caller states pt is going to follow up with a rep to get help with activating MRI mode, caller was not with pt at time of call. Caller states the radiologist ha s approved pt for MRI.